Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient called to report that while they were sleeping they were awakened by their device "vibrating." Follow-up was conducted and from the information obtained it was reported that the patient has not been seen or contacted the physician since (B)(6) of 2012. The nurse tried to call the patient but was unsuccessful in contacting them. The device remains in use. No patient complications have been reported as a result of this event.